Event description:
It was reported the patient underwent implantation of richards recon nail with recon proximal screw several years ago for bone lesion. Patient returned to or with degenerative joint disease and painful hardware of the hip recently. It was noted that the proximal screw was broken (lateral part of the broken bolt was pulled out and the nail was removed). It was clearly impinging on the abductor mechanism and ilium and causing a bursitis reaction. A bipolar hip repair was then performed.

Manufacturer narrative:
(B)(4)